Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose readings in the range of 60 mg/dl. Mother reported that the customer has been having low blood glucose readings and they have been off the insulin pump for four hours. Customer's blood glucose reading at the time of the call was 31 mg/dl and has treated with food. Mother is unsure of the cause of the low blood glucose readings. The drive support cap was noted to be normal. Displacement test was performed and passed. No further information reported.